Manufacturer narrative:
Concomitant medical products: w1tr03 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting intermittent or complete loss of capture and high thresholds. The patient reportedly experienced syncope and asystole with long pauses noted. A procedure was planned to replace the cardiac resynchronization therapy defibrillator (crt-d) as there was thought to be a device header issue stemming from the recent implant. The right ventricular (rv) lead was tested via the analyzer during the procedure and tested normally; however, the lead exhibited intermittent or complete loss of capture when connected to the crt-d. The crt-d was replaced and normal rv and lv lead function was noted. The following day, intermittent loss of capture was again noted on the rv lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reported device was a cardiac resynchronization therapy pacemaker (crt-p) not a cardiac resynchronization therapy defibrillator (crt-d).